Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced the reoccurrence of erectile disfunction as the cylinders broke down. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.